Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and an insulin injection was administered to address the bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site for inspection at the time of the report. Upon follow up, the bg decreased to 330 mg/dl and declined further assistance.